Event description:
It was reported that after 8 months of cochlear implant use, this pt started to hear and "feel" a very loud noise. Integrity testing in 2006 revealed multiple faulty electrodes. The surgeon explanted the device four months later and reimplanted a new device on the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.